Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a distal cx lesion exhibiting cto and moderate vessel tortuosity. It was reported that the device was removed from packaging per IFU and inspected prior to use with no issues noted. The device was used where there was a bifurcation the side branch was jailed off. It is reported that the resolute integrity device was the cause of the side branch being jailed off. The physician could not do kissing balloon because patient was experiencing chest pain and there was already a perforation present before placement of the resolute integrity stent. It was reported that the patient is a diabetic with arteries that are paper thin and perf easily. It was reported that the stent thrombosed 24 hours after stent deployment. Patient was on dapt at the time of the event. Patient was brought in again to fix the other vessel and the occlusion was noticed. Initially this was unable to be fixed because the wire(non mdt) would not cross the lesion and the patient had other lesions that needed to be treated. The thrombus was treated on the on a second attempt when it is reported that the physician 'was able to get a wire down and they ballooned the stent'. Physician believes the thrombus was 'because he jailed off the side branch and could do kissing balloon when he first treated the lesion' and not due to the stent. The physician said he could do kissing balloon and he perked the vessel which he attributed as to why it occluded. Patient is reported to be stable.